Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.

Event description:
It was reported during the implant attempt that the lead showed high impedances and no pacing. Several spots in the right atrium were attempted. A different lead was used successfully. No patient complications were reported as a result of this event.